Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead exhibited a reduction of sensing and an increase in pacing thresholds. The physician electively revised the lead and was reported to be working fine. No adverse patient effects were reported. No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.